Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. The proximal and distal conductors of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead completely fractured. The ra lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation, and inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The analyst noted that additional segment of the lead was returned( distal segment). The proximal segment was pulled from storage, re-analyzed, and confirmed that the lead was completely fractured in vivo. The type of lead returned was updated from proximal portion to full lead was returned in segments. The previous finding analysis, and the formal investigation coding stay the same. If information is provided in the future, a supplemental report will be issued.